Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient had the device removed a week after the device was implanted due to an infection. The outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.